Event description:
It was reported that there was suspected product failure of an implantable neurostimulator (ins). This was determined during a stage 1 and stage 2 combination procedure. Electrode impedance was measured prior to closing to rule out any kind of short or open circuit that might lead to system failure. Upon first impedance check, two of the four electrodes and corresponding combinations showed impedance readings greater than 4000 ohms. The impedance test was re-run and adjusted from an amplitude measurement from 1 volt to 2.5 volts. Again, the impedance readings showed two of the four electrodes tested at an unacceptable impedance level greater than 4000 ohms. Before attempting the impedance check a third time, the doctor tried cleaning the lead electrode connections. He unscrewed the setscrew, retracted the lead from the connector block and wiped the electrode connections with sterile gauze to ensure that they were clear of any body fluids or other moisture. He inspected the connector block, confirming the lead was fully seated. Once again the impedance check failed, reading three of the four electrodes at greater than 4000 ohms. The overhead lights were turned off and in-room electrical equipment was unplugged to the extent that it wouldn¿t affect patient care to rule out electrical interference. The c-arm had been removed so it would not have been a contributing factor of the failed test results. The impedance was checked for a fourth time and failed with three of four electrodes greater than 4000 ohms. The amplitude was adjusted up to 3.8 volts or 4 volts, but this didn¿t clear the impedance issue. The lead was disconnected from the connector block and each electrode was tested using an external neurostimulator. No lead fractures were noted. It was confirmed that the lead was still intact and communicating as the s3 level physiological responses of bellows movement and plantar flexion of great toe were re-generated. The ins was replaced and once the lead was locked in the connector block of the new ins, an impedance check was done. The impedance check passed with all four electrodes and their combinations testing at an acceptable impedance of well below 4000 ohms. There was no patient injury, the patient recovered without sequela, and she was now doing great.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va06m15, implanted: (B)(6) 2013, product type lead; product ID neu_wrench_acc, serial# unknown, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator revealed that the setscrew was backed out too far. (B)(4).